Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue.

Manufacturer narrative:
The recipient is reportedly experiencing stable lock following programming adjustments.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's no lock issues have been resolved with programming adjustments. The recipient's device is reportedly exhibiting stable lock. The recipient remains implanted. This is the final report.